Manufacturer narrative:
(B)(4).the event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding assistance to end therapy, which occurred on the homechoice (hc) during use, during initial drain. The baxter technical service representative (tsr) assisted the home patient (hp) to end therapy and the hp pressed the go button to go to initial drain and his patient line disconnected from the catheter and hit the floor. The hp would start over with new supplies. The call completed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The writer contacted the home patient on (B)(6) 2011 and he was able to resume therapy that day after starting over with new supplies. He said he had accidentally disconnected the patient line and it fell to the ground. There was nothing wrong with any of the supplies. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the possible use error in this complaint.